Event description:
The customer reported the system lost power and shut down in the middle of a procedure. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The fault current protector (circuit breaker) was replaced. The system was then found to be operating as intended.